Event description:
It was reported to physio-control that their device would no longer power on completely. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The contracted third party service agent evaluated the device and verified the reported failure. The service agent will replace the therapy pcb assembly and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Manufacturer narrative:
Physio-control has not been able to reach the third party service agent to determine the repair status of this device. It is unknown if the device has been repaired and returned to service. The cause of the reported failure could not be determined.